Event description:
The pt contacted animas alleging that the pump was unresponsive to up arrow button presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The pt declined to return the pump. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.